Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: two battery compartment cracks were observed. The battery cap top was worn. The battery cap was able to secure properly to the pump investigation revealed the display screen was dim and discolored. The bolus button cover was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, battery compartment cracks, battery cap damage, and a missing bolus button. This report is made based on results of the investigation performed on (B)(6) 2015.